Event description:
It was reported that "while flushing an arterial catheter placed in the radial artery of a female patient, the flushing solution leaked out between the catheter and its securing wings". No report of patient harm or injury. The device was replaced.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). The customer returned one, unopened arterial kit for analysis. Visual analysis did not reveal any defects or anomalies of any kind. The kit was opened to perform dimensional analysis on the catheter. The catheter body length 53mm , which is within the specification limits of 52mm-56mm per catheter product drawing. The catheter body inner diameter at the distal tip measured 0.58mm, which meets the requirement that "the tip of the catheter must allow the insertion of a pin with a diameter of 0.58mm at least to a depth of 2mm. Reverse deformation of the tip during testing is acceptable". The catheter body outer diameter measured 1.05mm, which is within the specification limits of 1.04mm-1.09mm per catheter extrusion product drawing. The returned syringe was filled with water and attached to the hub of the returned catheter. The plunger was flushed, and no leaks were observed from anywhere on the catheter. Performed per IFU statement, "maintain catheter patency according to institutional policies, procedures and practice guidelines." The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 (d002052 rev.07) which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300-320kpa for 30 seconds. The device was connected to the lab leak tester and pressurized to 320kpa for 30 seconds with the distal end occluded. No leaks were detected from any portion of the catheter. Based on this testing, the customer issue could not be reproduced with the returned sample. A device history record review was performed and no relevant findings were identified. The IFU provided with the kit informs the user, "once the catheter is partially threaded off the needle, do not attempt to advance needle into catheter again - this may cause catheter damage". The IFU also states, "care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities". The report of a leaking arterial catheter was not confirmed through analysis of the returned sample. The customer returned an unopened representative sample; however, the device from the reported event was not returned. The returned catheter met all relevant visual, dimensional, and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, the root cause cannot be determined at this time without the actual sample returned for analysis. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "while flushing an arterial catheter placed in the radial artery of a female patient, the flushing solution leaked out between the catheter and its securing wings". No report of patient harm or injury. The device was replaced.